Event description:
The experience after using this product is very bad. It does not have the effect the seller said. My skin is itchy after using it. I think it is a fake. Website (B)(6) 2025. Https://www.amazon.com/ks-premium-electrode-reusable-electrodes/dp/b08.